Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced erbe to resolve the errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and remotefe showed (25913 c-54/c-34 errors on 4/24/2025.) Visual inspection identified the unit has no significant scratches or dents. The front bezel is in decent condition. C-54 errors on start-up and c-34 error mono coag activation. Erbe unit that was placed on golden system and was run in normal mode. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the site¿s system logs for the reported procedure date was conducted by rpms quality engineer. Investigation revealed the following possible related system errors: c-34 indicating hf voltage too low in on state. **if recurring: iesu replacement is likely needed ¿ if intermittent: possible magnetic interference (i.e CT scans or other esus) and c-54 indicating power supply voltage measurement value too low in on state. The probable root cause of error c-34 is attributed to high frequency voltage too low in on state and the probable root cause of error c-54 is attributed to power supply voltage measurement value too low in on state. .

Event description:
It was reported that during a da vinci-assisted surgical procedure site called in with error c-34, c-54, and c-00 on the erbe. Site had restarted the erbe and changed out the instruments and cords with no change. The technical support engineer (tse) had site remove cables on back of erbe, reinstall the rcb cable and power cycle the erbe with no change. Tse advised site they could connect a force triad or change out towers. Site is talking it over and will call back if needed. Intuitive followed up and obtained patient demographic information: a. Age and unit (years/months/days): 40. B. Date of birth: (B)(6) 1984. C. Gender: male. D. Weight and unit (lbs/kgs): 92kg. E. Body mass index (bmi): f. Height and unit (cm/inches): g. Ethnicity: hispanic. H. Race: white. I. Pre-existing medical conditions.: diverticulitis.